Event description:
The nurse caring for the patient went to check because she had not heard it alarm to find air in the line. IV pump had been infusing and when it was complete, it did not alarm. Air was in line and was all the way to the patient. It was unknown how much air the patient received. Physician examined patient and patient was discharged home without any adverse effect. FDA safety report ID# (B)(4).